Event description:
It was reported that noise leading to oversensing, episodes of inappropriate automatic mode switch, and pacing inhibition were observed on the right atrial (ra) lead. Lead damage was suspected and was confirmed visually during lead revision. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.